Event description:
It was reported that revision surgery was performed due to prolonged effusion and suspected tibial loosening. The effusion was cultured, but there was no infection present.

Manufacturer narrative:
The device is currently undergoing analysis.